Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the renal artery and vein were ligated at the same time. The entire staple line had not formed correctly but still cut. The stapes did not close. The patient bled. The patient lost approximately 3.5lt of blood and blood pressure dropped to 50. The surgeon used a second device to control the bleeding. Procedure was extended by approximately one hour. Patient received a blood transfusion - 4liters. Patient is ok and has since gone home.